Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -15.50/1.5/35 (sphere/cylinder/axis) was implanted into the patient's right eye (odo on (B)(6) 2021. Excessive vault was observed. On (B)(6) 2021 the lens was exchanged for a shorter length lens and the problem was resolved. Cause reported as unknown.